Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump booted to a blank screen after battery change the day before. Patient reported that after three additional battery changes the pump booted to the verify screen and is working now. Patient confirmed that the battery cap was a month old and tightened properly. Patient stated that there was no damage to the pump casing or battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.